Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no nonconformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump appeared to be running, but was not delivering. They also stated that the pump was not alarming. Mmdg did follow up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint. They did not provide any additional information. (B)(4).